Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. However, patient passed away due to an unknown cause prior to the replacement procedure. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.